Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the security clamp of a solution administration set was ¿unable to set up in machine.¿ this occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection revealed that the slide clamp was damaged in the base and did not allow operation of the set. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.